Event description:
The patient was revised because of pain, insert was noted to have some wear.

Manufacturer narrative:
Examination of the returned insert confirms wear of the polyethylene material. There is, however, nothing that appears excessive of note to suggest product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.